Manufacturer narrative:
The device was not returned for evaluation therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens was explanted from the patient's right eye due to mechanical complications. The lens was explanted and exchanged during the secondary procedure. The issue was identified during implantation/application of the lens. The patient had fully recovered. Patient daily activities were not affected. There was no incision enlarged or vitrectomy performed. No other information is available.